Event description:
During an upper endoscopy procedure, a cook instinct endoscopic hemoclip was used. The handle spool broke free of the drive cable during the attempt to deploy the clip. The clip attached to the tissue site but would not deploy. Per customer testimony "it happened 20 times through the course of several procedures with only this lot on (B)(6) 2013". The procedures were completed with the same type of device but with different lot numbers. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. The medwatch numbers involved in this report include the following: 1037905-2013-00206, 1037905-2013-00207, 1037905-2013-00208, 1037905-2013-00209, 1037905-2013-00210, 1037905-2013-00211, 1037905-2013-00212, 1037905-2013-00213, 1037905-2013-00214, 1037905-2013-00215, 1037905-2013-00216, 1037905-2013-00217, 1037905-2013-00218, 1037905-2013-00219, 1037905-2013-00220, 1037905-2013-00221, 1037905-2013-00222, 1037905-2013-00223, 1037905-2013-00224, and 1037905-2013-00225.

Manufacturer narrative:
Of the twenty (20) devices described, only two (2) devices were made available for evaluation. 1037905-2013-00206 and 1037905-2013-00207: returned on (B)(6) 2012. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to add'l resistance at the handle which can cause the drive wire to detach from the handle spool. The instruction for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive wire disconnection. This product was manufactured prior to implementation of this corrective action. The likelihood of occurrence is considered rare. Quality assurance will continue to monitor for complaint trends.